Event description:
Customer reported the insulin pump kept alarming no delivery during prime. Customer's blood glucose was 440 mg/dl. Blood glucose of 443 mg/dl was also captured. Customer would treat once the device was functioning. Troubleshooting was performed. Customer was advised to remove reservoir from the device. Disconnect and reconnect the tubing and the reservoir. Manually push insulin through the tubing with the plunger, insulin did exit. Manual prime was then performed and device alarmed no delivery. Customer was able to insert and continue pump therapy. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.